Event description:
It was reported that during implant of the lead, an attempt was made to move the sleeve and the insulation was torn. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead was extrinsically breached due to pulling/str etching/ overstress, visual summary analysis of the lead indicated damage at implant. The analyst also noted:outer insulation separation, breached extrinsic/ pulled/stretched/ overstress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.